Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) is complete. The reported problem (charger resetting) was confirmed. As received, the charger would not recognize or charge a battery. Upon eval, there was contamination on the battery board. The cause of the batter charger problem is the contamination. The root cause of the contamination could not be positively identified but was likely liquid ingress of an unk contaminant. No adverse event resulted from the contaminated charge/modem.

Event description:
A us distributor contacted zoll to report that charger/modem sn (B)(4) was unable to charger a battery pack.